Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found the reference (ref) electrode was discolored. The fse replaced the waste pump pn b38435, na electrode pn mu919400, k electrode pn mu919500, and cl electrode pn mu919600 as a proactively measure. The failure mode was identified as defective ref electrode. The fse replaced the ref electrode to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4). Refer to beckman coulter internal identifier is (B)(4) for erroneous results generated on (B)(6) 2024.

Event description:
The customer reported about ten (10) false low ion selective electrode (ise) patient results were generated on (B)(6) 2024, for sodium (na), chloride (cl), and potassium (k) involving the au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics. Note: the customer reported erroneous results occurred on two different dates. This case will address erroneous results generated on (B)(6) 2024.